Manufacturer narrative:
Findings: the insulin pump was received with cracked and bleeding lcd glass, minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer's parent reported via phone call that the insulin pump was damaged. The customer has had a lot of high blood glucose. The customer's blood glucose was unknown. Customer reported screen was cracked and time was not reading. The customer was playing football last week and cracked the insulin pump's screen. The insulin pump was returned for analysis.